Event description:
The manufacturer has been notified of the passing of a patient who was using a rep dreamstation auto bipap device. The patient's wife contacted us to report that she had received a letter regarding a replacement device for her husband, which he never received. She clarified that her husband has passed away and no longer requires a replacement. No further details have been provided, and there is no indication that the device played a role in the patient's death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.